Event description:
The pt reportedly was unable to hear while using their sound processor. The audiologist exchanged external equipment. However, the problem was not resolved. In 2003, the pt was seen by a company rep for device eval who confirmed that the device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another clarion device.